Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes were recorded due to noise on the right ventricular (rv) lead. No intervention will be performed at this time. The patient was stable with no adverse consequences.

Event description:
New information received indicates the right ventricular (rv) lead noise resulting in over-sensing has been persistent. The device was reprogrammed to resolve the over-sensed noise. The patient was stable following this event with no adverse consequences.